Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 586 mg/dl. Customer was dizzy, vomiting and collapsed. Diagnosed diabetic ketoacidosis. Hospital treated with IV and manual injections. Customer thinks that the high blood glucose event happened due to her body and scar tissue. Nothing further reported.